Manufacturer narrative:
It was indicated the lead was discarded and would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high threshold measurements were observed on this right ventricular (rv) lead. Attempts to reposition the rv lead were not successfully as the helix would not extend. Therefore, the rv lead was explanted. No additional adverse patient effects were reported.